Event description:
It was reported that during inspection conducted at the user facility that the sonopet universal handpiece gets hot. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Since this product was not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during inspection conducted at the user facility that the sonopet universal handpiece gets hot. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.